Manufacturer narrative:
The event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-30926, 3006705815-2020-30927. It was reported that the patient was unable to increase therapy on their spinal cord stimulation (scs) system. It was reported that 7 out of 8 contacts on one of the patient's leads had high impedance. The physician believed this was due to the patient's internal pulse generator (ipg). The patient underwent a surgical procedure in which their ipg was explanted. During this procedure, the leads were found to still have high impedance issues. The patient will undergo a second procedure at an unknown date in which their leads will be explanted and replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient had their system explanted and replaced due to high impedance was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs leads were explanted and replaced to address the issue.